Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient stated that upon removal of the sensor pod, the sensor wire was not present. At the time of contact patient did not report any injury or medical intervention.